Event description:
Addiitnoal information revealed that the patient underwent surgical intervention in july 2020 wherein the lead was also explanted due to infection.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-23419. It was reported that the patient's internal pulse generator (ipg) was coming out of the pocket. The patient underwent a surgical procedure in which their ipg was explanted. The patient may undergo a second surgical procedure in which a new ipg will be implanted. The patient's lead may be explanted and replaced due to possible infection during this second procedure as well.